Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be carried out. Should additional information become available, it will be provided in a supplemental report.

Event description:
Reported via medwatch - mw5186927: the tip of a sterile 4.3 mm drill bit was noted to have broken off in the distal femur when placing the locking screws. The tip was buried within bone and was not retrievable.